Event description:
(B)(4).

Manufacturer narrative:
Eval results: subject instrument fabricated (B)(6) 2007. Magnified visual exam of the returned instrument found no objective evidence suggestive of a mfg or material defect. Surface scratches visible on the device polished tip and shaft may suggest instrument making contact with the phacoemulsification probe during use. High power magnification, also found discoloration in the end of the shaft where break occurred. Discoloration could indicate a micro fracture that may have been the result of inadvertent contact with phacoemulsification probe. Overall, no final conclusion could be drawn from visual exam of returned. User facility requested the instrument be returned to them. Suspect this was an isolated incident.